Event description:
A report was received that the patient's ipg was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician clarified that the ipg no longer working meant that the device was no longer able to control the patient¿s pain. No malfunction was suspected. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo an explant procedure.